Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump touch screen was scratched; cause unknown. Due to the damage, the screen was difficult to see and interact with. In addition, the pump battery was depleting quickly, no reported impact to the customer's blood glucose level. No further information was provided and the customer declined a follow up from tandem technical support.